Event description:
Defective 3ml syringe was reported as defective after a crack was discovered when vaccine leaked from the syringe during vaccine preparation. Vaccine was properly disposed and discarded in appropriate bin.